Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
An patient specific implant request form was received for the patient's left distal femur jts. Noted on the form: "loosening (possibly septic), subsidence of drf. History of l distal femur osteosarcoma requiring resection and endoprosthesis of distal femur and proximal tibia in 2012. Recently reported on week of atraumatic l hip and distal thigh pain. Recent x-rays show slight but progressive proximal migration or subsidence of the implant, suggesting loosening. Has elevated esr and crp, indicating possible infection of the implant." As reported by the hospital: we don't know if she's infected, we are unable to get the necessary scan (indium scan) as a result of the pregnancy. She has elevated inflammatory markers but that's not specific. Her index surgery was in 2012.

Manufacturer narrative:
Reported event: an event regarding loosening / infection involving a jts, distal femoral replacement, was reported. The event was confirmed for loosening. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for jts distal femoral replacement which was inserted on (B)(6) 2012. The surgeon reported loosening and subsidence of the femoral implant and possible infection. The x-ray images provided show radiolucent lines along the stem mainly between the cement mantle and bone; and the femoral implant has migrated proximally in which the collar moved beyond resection level and the tip of the stem reached lateral cortex that indicates loosening of the stem. The condition of cortical bone is reasonably good and no obvious sign of infection is observed. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
An patient specific implant request form was received for the patient's left distal femur jts. Noted on the form: "loosening (possibly septic), subsidence of drf...history of l distal femur osteosarcoma requiring resection and endoprosthesis of distal femur and proximal tibia in 2012. Recently reported on week of atraumatic l hip and distal thigh pain. Recent x-rays show slight but progressive proximal migration or subsidence of the implant, suggesting loosening. Has elevated esr and crp, indicating possible infection of the implant." As reported by the hospital: we don't know if she's infected, we are unable to get the necessary scan (indium scan) as a result of the pregnancy. She has elevated inflammatory markers but that's not specific. Her index surgery was in 2012.